Event description:
It was reported mis-tlif was done at l4/l5/s1. After the screw was inserting to right l5 over k wire with power tool, the k wire was not able to be removed. Therefore, it was removed with pliers. After that, the surgeon confirmed the tip of the k wire was left in vertebral body under x-p. Finally, the new screw was inserted and the operation was finished. No adverse consequences to the patient is reported.

Manufacturer narrative:
Method: visual inspection, labelling review, risk assessment. Results: the returned device was confirmed to be fractured. The fractured surfaced was viewed under a microscope - spiral fracture was observed indicating that the wire may have fractured due to torsion/twisting. A valid lot# was not provided nor could it be retrieved from the returned device, therefore device history review and complaint history review could not be performed. Conclusion: the likely cause of device fracture is due to excessive torsional force applied during insertion.

Event description:
It was reported mis-tlif was done at l4/l5/s1. After the screw was inserting to right l5 over k wire with power tool, the k wire was not able to be removed. Therefore, it was removed with pliers. After that, the surgeon confirmed the tip of the k wire was left in vertebral body under x-p. Finally, the new screw was inserted and the operation was finished. No adverse consequences to the patient is reported.